Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction did not recur after reset, customer was instructed to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.